Event description:
On (B)(6) 2023 fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >10,000 u/l) was collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg every other day and ip ceftazidime 1000 mg daily. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2022, and the patient¿s antibiotics were continued. The pdrn attributed causality to a breach in aseptic technique, as the patient admitted she hasn¿t worn a mask ¿in quite some time.¿ per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient has recovered from the events and continued to utilize the same liberty select cycler without reported issue.